Manufacturer narrative:
A supplemental is being submitted for a correction. B3 date of event has been updated to 2018-10-17, based upon information provided in log file data. B6 laboratory data was added, with data occurring proximal to the date of the event. Medtronic was made aware of further information provided by a second peer-reviewed literature publication. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: pump thrombosis and dynamic outflow graft compression: complications in left ventricular assist device therapy. Case reports: esc heart failure. April 2021; 8(2):1631-1636. Doi: 10.1002/ehf2.13244. Pmid: 33566444 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced hematuria and hemolysis four months post-vad implantation, in combination with increased flow/power exhibited by the vad pump, in the setting of pump thrombosis. It was noted that recurrent pump thrombosis occurred approximately 6, 12, 13 and 14 months post-vad implantation, with systemic intravenous (IV) thrombolysis needed as treatment. Upon the patient's hospitalization prior to pump exchange surgery, the pump exhibited ongoing low-flow alarms.

Manufacturer narrative:
A supplemental report is being submitted for additional information. A4, b5, d4-d6b. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. Log file analysis revealed an increase in power consumption starting on (B)(6) 2018 leading to parameters above the normal operating range. A decrease in power consumption to baseline parameters was logged on (B)(6) 2018. 18 high watt alarms were logged since (B)(6) 2018. As a result, the reported high-power event was confirmed. Review of log files leading up to the explant date of (B)(6) 2019 was not performed since log files were not available for analysis. As a result, the reported low flow alarms could not be confirmed. Additionally, the reported thrombus event could not be confirmed due to insufficient evidence. Information received indicated that the patient experienced elevated pump parameters, pump thrombosis, hematuria, hemolysis, and low estimated flows prior to explant. The patient received systemic intravenous (IV) thrombolysis treatment and the pump was exchanged. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, thrombus and hemolysis are known potential complications associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific de vice information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: posture dependent dynamic external outflow graft compression in heartmate 3 left ventricular assist device. European heart journal, 2021 january; 42(2):205. Doi: 10.1093/eurheartj/ehaa362. Pmid: 32372100. Additional information has been requested regarding the cause of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a case report where the patient's post-operative course was complicated by recurrent intra-pump thromboses, despite reported optimal anticoagulation. The patient was hospitalized and underwent a pump exchange. The status of the vad is unknown. No further patient complications have been reported as a result of this event.